Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that pt underwent primary hip procedure in (B)(6) 2007. Pt underwent revision surgery in (B)(6) 2010 due to instability. No further complications have been reported.